Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2018, that on (B)(6) 2018, the patient experienced transmitter issues. Product or data was not evaluated. Confirmation of the allegation and a root cause could not be determined.